Manufacturer narrative:
Concomitant medical devices: product ID 3778-60, serial/lot#: (B)(4), implanted: (B)(6) 2008, product type lead. Product ID 3778-60, serial/lot# (B)(4), implanted: (B)(6) 2008, product type lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-sep-2012, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-sep-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that pt's ins began shocking them sometime around 2011 and then started getting hot about 3 years ago. Caller stated they turned off the ins in 2011 and then it was turned back on in 2014 and started shocking the pt very bad immediately (see pe (B)(4) for previous report of shocking and burning). Caller stated they turned the ins off again. Caller stated the ins is stillcreating a hot burning sensation and pt describes it as an iron sitting on their skin. Caller said they have to put ice packs on the implant site daily. Caller stated they have been trying to get the ins explanted but they have had a hard time finding a hcp who is willing to explant the ins. Pt also has a pump and caller reported they have been told the scs leads or a component of the pump is "fused to pt's spine" so they won't explant the devices. Caller stated the hcp who originally implanted both devices has since been on trial for medical malpractice. Caller commented that "it has been hell since the scs device and pump were implanted". Caller confirmed that pt is only under the care of primary care physician. Caller said they may have found a hcp at mayo clinic in nv that might be able to explant both devices. Caller said they have called and spoken to mdt about these issues in the past. Pss was unable to locate any related cases. See (B)(4) for report of issues related to pain pump. Caller stated they will continue to work with hcp's regarding the matter. Caller stated they spoke with a hcp who advised them that this is malpractice and said they should consider retaining an attorney. Caller also mentioned possible compensation from mdt. Pss reviewed information and sent call back request to legal. Additional information was received from the patient on (B)(6) 2022. They reported that they were implanted by a hcp who was charged with murder. Pt stated it was $970 out of pocket, but mdt gave us $1000 for that implant machine that wasn't working. The hcp turned it in and got $8000 for it, so their nervous about working with anyone if there's compensation and now their nervous in talking about it with anyone. They are miserable and it's ruining their life. The machine is hurting them.

Manufacturer narrative:
Correction to reg report #. Additional information for this event will be reported under reg rep # 3004209178-2017-22972 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.